Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the device fired correctly while doing side to side anastomoses in the large bowel during a bowel resection. When closing the device the same stapler and a new reload, the device only fired half way and would not go any further. The blade was retracted by a surgeon and a new stapler was opened and the same thing happened, the device only fired half way. The blade was retracted by a surgeon and a new device was opened and worked perfectly. There was an unanticipated tissue loss of approximately 5 mm due to device issue.